Event description:
It was further reported that the reintervention was performed on the stenosis that was located in the proximal right coronary artery (rca), not the mid rca as previously reported.

Event description:
Same case as MFR report #: 2134265-2011-02091. It was further reported that the index procedure treated the 90% stenosed, 3.0x54mm target lesion located in the proximal right coronary artery (rca). Treatment consisted of pre-dilation, the placement of two overlapping taxus liberte study stents (2.5x28mm, 3.0x32mm) and post dilation resulting in 0% residual stenosis. Ten days later, the patient was discharged on aspirin and clopidogrel without complications. The size of the restenosed target lesion was 3.0x54mm. The patient was discharged from the revascularization procedure the next day. Per the patient's wish, the only further treatment was medication. There was no abnormality confirmed in either an ECG or blood test.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information: patient identifier, date of birth, patient sex, describe event or problem, relevant tests/lab data, other relevant history, upn- search, upn, catalog/model #, if implanted, give date, therapy dates and desc.. (B)(4).

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: as the unit has not been returned, a technical analysis could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) study. It was reported that following a stenting treatment procedure, a target vessel revascularization occurred. The index procedure placed an unspecified taxus liberte stent in the right coronary artery (rca). In 03/2010, at the 9 month study follow up visit with no anginal symptom, angiography revealed a 100% stenosed lesion in the proximal rca. In 04/2010, a target vessel revascularization attempted to treat the 100% stenosed, 3.0x54mm lesion located in the mid rca by advancing an unspecified guide wire to the lesion but was not able to cross the lesion. The procedure was canceled, resulting in 100% residual stenosis. No angina was confirmed at 1 year follow up visit. Per the physician, the event was listed as "possibly related" to the study stent.